Event description:
Patient reports that her cadd legacy pump, sn (B)(4) keeps beeping. She is unable to describe if there are any error messages. All she can convey is that the pump just keeps beeping and needs replaced. She is using the other pump so no interruption to therapy has occurred and therefore there has been no injury to the pt. Sending a replacement pump to arrive to the pt tomorrow. Dates of use: (B)(6) 2015 to present. Diagnosis or reason for use: pah.